Event description:
During a laparoscopic gastric bypass procedure, after a while the instrument stopped working and gave an error code for instrument failure on the generator. A new device was used to complete the case with no patient consequence.